Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evalution once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient inury or adverse event was reported.